Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the implant did not close all the way. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported by the patient that it did not close all the way and they will remain on blood thinners indefinitely.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.